Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) verified station and sync status in remote support service (rss) and server, contacted the customer for validation, and confirmed that no current issue was present. No corrective action was required. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device experienced intermittent connectivity issues, frequently disconnected, which was resulting in missed refill transactions and increased calls from nursing staff to request medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.